Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and he almost died due to the insulin pump over delivering insulin. It was stated that the insulin pump delivered 150 units by error. Customer's daughter stated her father was found unconscious and soaked by her mother. The paramedics were called and he was treated with 50g of glucose. It was reported that the drive support cap on the insulin pump was sticking out, device was replaced. Customer declined to provide additional information. Nothing further reported.